Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an explant procedure where the implantable pulse generator (ipg) was removed for unknown reason. The explanted device will not be return as it was not released by the facility.

Event description:
It was reported that patient underwent an explant procedure where the implantable pulse generator (ipg) was removed for unknown reason. The explanted device will not be return as it was not released by the facility.